Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system was overheating and remained activated. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were bloody, and very burnt. The cold jaw silicon was peeling at the tip. The heater was shifted at the tip and was bent. Resistance measurements were out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test; it self-activated. Based upon these findings, the reported failure, "device overheated" was confirmed. A lot history record review was completed for the product. There was no nonconformity which could have contributed to this failure mode. (B)(4).